Event description:
Profore-multi-layer-bandage caused my right lower leg to discolor, burn, blister, and become infected in 36 hours. Nine day hospital stay. My leg is still swollen and discolored, as of this report. In 2007, I was discharged from wound-care approx twenty days earlier dose, frequency & route used: #1 right-lower, #2. Leg-rapped. Therapy dates: approx two months in 2007. Diagnosis for use: venial-ulcer. Event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? Yes.